Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process,which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this lead was undersensing and that a revision procedure would be performed. At this time, no adverse patient effects were reported. Additional information described how intermittent undersensing of the right atrial lead is leading to decreased pacing. It has not yet been decided whether a lead revision will occur, or whether the device will be replaced with a newer one to improve sensing. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.